Event description:
No additional information.

Manufacturer narrative:
Correction: d.4. Device lot #, UDI investigation summary: a complaint history review cannot be performed as no batch/lot number was provided. A DHR review cannot be performed as no batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse s/t 23x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported that, this customer is facing again a problem with eclipse. They cancelled their previous complaint after I had explained the correct way to handle the product. When vaccinating, we experienced some issues with a few of the syringes. The ¿thread¿ or screw part where the needle is attached came loose and fell off, and it was not possible to reassemble them. No patient harmed.